Event description:
Additional information noted symptoms resolved without treatment.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with juvéderm® volux¿ xc in pre jowl sulcus. Unspecified time later, patient experienced "delayed onset inflammatory nodule", further described as "tender, warm, palpable nodule" in left pre jowl sulcus. Patient was diagnosed with lymphadenopathy after presenting with congestion jaw pain and concerns of an ear infection. Patient was prescribed amoxicillin 875 mg bid x 10 days and prednisone 20mg qam x 5 days as treatment. Symptoms are ongoing.